Manufacturer narrative:
No device associated with this report was received for examination. A complaint database search on the provided smartset ghv gentamicin 40g (product code 3095040, lot number 7783681) found additional reports. A previous DHR review ((B)(4)) did not reveal any related manufacturing deviations or anomalies on the reported lot number (7783681). Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). There is no 510k number, as this product is sold in the us under a different product code. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address loosening of the tibial tray at the cement/bone interface.